Event description:
Per the clinic, the patient experienced an abnormal auditory percept with device use, which could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 2, 2014.